Event description:
Patient reported that 13 years ago she had spinal surgery (ss plates + bone bits) and had no issue for many years. In 2006, she again had surgery. Patient reported that this was a 9.5 hour procedure and believes that l2/3 and l3/4 were removed and leopard vbr placed. During placement one of the cages broke. The pieces were removed, and another placed. Patient claims that since this procedure she has had continued pain and problems with her leg. As the patient did report an adverse outcome depuy spine is taking a very conservative approach and shall file event on MDR.

Manufacturer narrative:
There is no evidence that suggests that the patient's adverse outcome was related to the intra operative breakage of the implant. Catalog number is unknown. The number provided on sheet 1 is a representative number.